Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter stated that upon handling the screw plunger of a ks-ain aq310ain 21.0 diopter preloaded injector, they tried to inject the lens and the haptic was found broken just before implantation.